Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise. Per the physician, a lead revision was decided. During the procedure, it was noted that the lead exhibited externalized conductors. The lead was capped and replaced on (B)(6) 2020. Further information was requested however, was not provided.

Event description:
New information noted that the patient was in stable condition.